Event description:
It was reported to boston scientific corporation that an injection gold probe was being prepared for use for a scheduled procedure on an unknown date. Prior to the procedure, the needle would not come out and the device made a "weird sound". The procedure was not completed due to this event. It is unknown if the patient was sedated when the procedure was cancelled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf impact code f1001 captures the reportable event of a cancelled procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf impact code f1001 captures the reportable event of a cancelled procedure. Block h10: investigation results the returned injection gold probe was analyzed, and visual inspection showed that the catheter was kinked. Furthermore, the device was actuated, and the needle failed to extend. X-ray inspection also showed that the needle was broken and kinked in the handle section. The reported event of needle failure to extend was confirmed. The investigation concluded that the most probable cause for the reported event is cause not established since the investigation did not lead to a clear conclusion about the cause of the reported adverse event. On the other hand, the device returned with the catheter kinked; most likely, procedural factors such as lesion characteristics, handling of the device, and technique used by the physician (force applied) could have resulted in the damages encountered. Since the adverse event occurred during the procedure and the device had no influence on the event, the most probable cause of adverse event related to procedure is selected.

Event description:
It was reported to boston scientific corporation that an injection gold probe was being prepared for use for a scheduled procedure on an unknown date. Prior to the procedure, the needle would not come out and the device made a "weird sound". The procedure was not completed due to this event. It is unknown if the patient was sedated when the procedure was cancelled. There were no patient complications reported as a result of this event.